Event description:
Customer reported she had a stiff neck injury and was treating the area by applying heat with a "rice sock" heated in the microwave and alternating with a cold compress. The customer developed a rash at the back of her hairline that spread down her shoulder and arm then onto her torso. The family physician diagnosed the rash as contact dermatitis or allergic reaction and prescribed prednisone along with an otc topical hydrocortisone cream. Shortly thereafter the customer went out of town. The customer said it felt like her throat was closing. She went to the hospital and was given an IV (unknown what was given through the IV). She stayed in the emergency room for a couple of hours and was told her throat was not going to close. She was advised to continue to take the prednisone and benadryl. The rash went away after ten (10) days.

Manufacturer narrative:
Product does not contain any latex materials.